Event description:
It was reported the patient's scs ipg was replaced due to fluid intrusion in the scs ipg header during a lead revision. The procedure was extended by approximately 1 hour. The issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.